Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Problem code 1536 captures the reportable event of carrier retraction problem. Analysis of returned product revealed that it does not have any visual failure and it worked as intended. During functional test, the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Returned device review includes visual and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation with capio slim procedure performed on (B)(6) 2019. According to the complainant, during procedure, the physician noticed that the device failed to deploy inside the patient. The carrier went into the capio cage but failed to retract after pushing the button plunger. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation with capio slim procedure performed on (B)(6) 2019. According to the complainant, during procedure, the physician noticed that the device failed to deploy inside the patient. The carrier went into the capio cage but failed to retract after pushing the button plunger. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.